Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open proctectomy and colorectal anastomosis, during the circular anastomosis of bowel to rectum, the device had an incomplete and poor staple formation. There were some staples that ended up in the white padding that catches the circular knife, which caught tissue in it. The donuts were incomplete. A metal piece was also found in the anvil and donut. A second circular stapler was then used to redo the purse string and anastomosis. The intervention took additional surgical time as there was little anal stump left. The second firing was completed. There was one complete donut on the distal end, however, the proximal donut was incomplete and only a small amount of tissue was found. It was stated that the second device also had an incomplete and poorly formed staple line. Some staples also fell in the device¿s white padding which catches the knife and tissue were also caught in it. An air and saline leak test was performed. No bubbles were present. The stapling failure caused an additional 1 to 1 1/2 hours of surgical time.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the knife had staple divots, and the plunger of the anvil was broken. Functionally, the wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The complaint anvil was used to perform the functional test. The instrument was reloaded and applied to the appropriate test media (2 pads/4 layers) with complaint anvil producing acceptable results for staples deployed and staple formation. Pusher-fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely for proper donut. The device also produced all expected audible, tactile and visual indicators during the functional testing. It was reported that the staples did not form as expected and were missing from the staple line after firing. Also, the donut formed poorly or was missing completely after firing. The reported issue were confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: gently remove the instrument after creating the space between the cartridge and anvil (tilt motion) with only 2 full turns of the twist knob. It is not an acceptable process to open and close the instrument/anvil after firing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.